Event description:
The dr placed the uv catheter on 2/11/97. He was suturing it up and the next thing he knew it broke off. X-ray located the piece in the jugular vein. They tried to recover the piece of catheter but were unsuccessful. The baby reportedly expired on 2/18/97. The hosp reported the baby's death had nothing to do with the reported incident.